Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch was defective. The field service engineer replaced the latch on tower door and the storage space has been recovered. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the door encountered a failure and unable to recover. The customer reported that the malfunction resulted delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.